Event description:
It was reported by service report that the motor controls were not working on the bed and the scale was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.